Event description:
The customer reported there was a filament regulator error message during a procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep inspected the system. After viewing the error log, he found that the system had a few low ma errors and filament regulator errors. He performed a filament calibration and error has not reoccurred. The system operates as intended.